Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. It was noted that there was noise and a drop in right ventricular lead impedance. Programming changes were made. Underlying ventricular activity was present and the patient had no commensurate symptoms so the physician opted to continue monitoring the lead.